Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter confirmed the reported breakage. The anchor has broken at the distal tip and on one side of the anchors length, the broken pieces were not returned for examination. The inner shaft is dramatically bent. Dimensional assessment of the inner shaft confirmed it met print specifications. The condition of the inserter indicates axial alignment was not maintained during insertion. Per the device's instructions for use ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor was found broken after implanted, broken pieces were removed from the patient, using tweezers. The procedure was completed with a back up device used in the same bone hole with no significant delay or patient injury reported.